Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the forceps elevator had foreign material and the device remained dirty due to reprocessing that could not be conducted properly due to leak of the device from the bending section cover. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "detection method is included in tjf type 150 operation manual chapter 3 preparation and inspection. Preventive measures are included in tjf type 150 reprocessing manual 3.5 manual cleaning." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e1, e2, e3, g2, g3, g6, h2, and h10. The foreign material found in the device could not be identified. This device was not used on a patient with the presence of foreign material. The device was not reprocessed prior to being sent in for repair. Customer follows reprocessing steps as per instructions for use (IFU) and training given by olympus. However, for this specific event as leakage was found the reprocessing steps could not be taken adequately, to save damages due to possibility of liquid seepage inside the device. The start of precleaning was not delayed after the procedure. Manual cleaning was done within the hour after the procedure. The user does not inspect the device for any abnormalities before using it.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of an unidentified yellowish brown foreign material in the forceps elevator. In addition, the adhesive around objective lens and forceps channel port are dirty. This is attributed to failure to clean adequately. Other observations for the device: leak from distal end rubber coating (a-rubber) due to a cut; adhesive on a-rubber is detached; a-rubber has discoloration; adhesive around light guide lens has discoloration; due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value; and connecting tube, scope cover, scope cover unit, grip, switch (sw) sw1, universal cord, scope connector, and distal end cover have a scratch. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a leakage at bending section occurring during maintenance. There is no patient involvement and no harm reported to any patient due to this event. Upon evaluation of the returned device, it was observed that there is presence of an unidentified yellowish brown foreign material in the forceps elevator. In addition, the adhesive around objective lens, forceps channel port, right/left knob, up/down knob, and grip are dirty. This is attributed to failure to clean adequately. There is a possibility that incorrect or insufficient reprocessing steps were performed followed. This medwatch is being submitted for the reportable issue of presence of foreign material in the forceps elevator and dirty parts found in the device during device evaluation.